Event description:
International customer reported that the suture broke during a planned explant following an unspecified surgical procedure. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.